Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the smi-02ap device was being used during a shoulder arthroscopy on (B)(6) 2021 when it was reported "during a procedure in iot blumenau, when surgeon making a movement to activate the needle (passing the thread through the tissue), he felt resistance and when trying again, a part of the forceps broke (inside the shoulder cavity)." Further assessment questioning found that the device was broken in the patient's shoulder during the procedure. The component was removed with a grasper. The procedure was completed with the use of an alternate device. There was no report of delay in the procedure. There was no report of injury, medical intervention, or hospitalization for the patient. The patient is reported as being in stable condition. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The returned used device, item smi-02ap was evaluated for spsmi-02ap, rev-ac and ip-000-998, rev-ac and confirms the reported problem. Device failed function tests, found the lower jaw broken off; the trap door does close. Broken part was not returned for evaluation. A review of the device history record from the supplier determined that the date of manufacture was 09-feb-2019 with a total quantity of 20. A two-year review of complaint history revealed there has been a total of 64 complaints, regarding 65 devices, for this device family and failure mode. During this same time frame 37,441 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.002. Per the instructions for use, the user is advised that prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.